Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask during therapy. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with ceftazidime injection (500 milligrams, frequency and route not reported), and amikacin (125 milligrams, frequency and route not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient experienced cloudy effluent as a result of the peritonitis. On an unreported date, the patient began treatment with vancomycin (dose, route, duration and frequency not reported) for the event. At the time of this report, treatment with vancomycin and amikacin were ongoing. Peritoneal dialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.